Manufacturer narrative:
(B)(4). Pump unable to prime during prime/delivery test due to faulty forced sensor resistor. Pump passed displacement test, rewind test, basic occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm excessive no delivery alarms due to prime anomaly. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
It was reported that the customer received no delivery and motor error alarms. The insulin pump also had battery issues. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.